Event description:
A nurse from the user facility reports that a broken haptic was noted following insertion of the intraocular lens. Enlargement of the incision was required to accommodate removal and replacement of the lens. Additional info has been requested.